Event description:
Healthcare professional reported left side deflation and removal of textured implant due to the patient¿s concern with the product. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure-breast: unable to observe since it is not related to the device. Deflation-breast: observed, one opening was assessed as surgical damage. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/22/2024.

Event description:
Healthcare professional reported left side deflation and removal of textured implant due to the patient¿s concern with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and removal of textured implant due to the patient¿s concern with the product. The device has been explanted.